Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 07/12/2017. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger was observed in advanced position and the cartridge correctly engaged into lower body of the pcb00 device. No assembly errors and/or defects related to manufacturing process were observed. Visual inspection at 10x microscope magnification showed that the cartridge tip and tube were cracked. The lens was received out of the insertion device. The customer's reported complaint was verified manufacturing records review: the manufacturing records for the intraocular lens were reviewed. During manufacturing the operators inspect 100% all cartridges using a microscope at 10x magnification. Operators check the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. They also check the tip for any melting, roughness, dent, bent tip or smash condition. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the cartridge split during handling but prior to insertion. During follow up, the customer confirmed that as the technician was trying to move the intraocular lens (iol) out, the cartridge split at the tip. There was no patient contact. No additional information was provided to abbott medical optics.